Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead ,lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient's back is really bloody and is concerned the lead may have come out. The patient talked to their clinician about this and will get the device looked at on (B)(6) 2021.